Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), a transcatheter valve-in-valve procedure was performed on a 71-year-old male patient with a previously implanted 23 mm edwards magna ease surgical aortic valve. The intervention was required due to calcification of the surgical valve. The patient was reported to be in stable condition following the procedure. A 23 mm sapien 3 ultra resilia (s3ur) transcatheter heart valve and commander delivery system were initially prepared for deployment. Prior to valve insertion, the interventional team used a 22 mm tyshak nucleus balloon for pre-dilation of the surgical valve. During balloon aortic valvuloplasty, the balloon ruptured. The proximal end of the balloon was retrieved through a 14 fr esheath, but the distal end could not be advanced due to significant resistance. The vascular team performed a surgical cutdown to remove the ruptured balloon and the sheath. Additional sheaths (14 fr and 16 fr) were prepared during this intervention. After stabilizing the access site, a 16 fr esheath was inserted into the femoral vessel. A new 23 mm s3ur valve and commander system were then deployed successfully. Subsequently, the surgical valve was fractured using a 24 mm true balloon. The patient remained alive and stable at the conclusion of the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: device codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for withdrawal inability through esheath was confirmed empirically through the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, 'prior to valve insertion, the interventional team used a 22 mm tyshak nucleus balloon for pre-dilation of the surgical valve. During balloon aortic valvuloplasty, the balloon ruptured. The proximal end of the balloon was retrieved through a 14 fr esheath, but the distal end could not be advanced due to significant resistance'. In this case, a non-edwards (non-ew) balloon was used to pre-dilate a pre-existing surgical valve prior to thv implantation, leading to a burst balloon. Withdrawal of an altered balloon profile through the sheath likely caused it to catch onto the distal tip/inner sheath shaft lumen, leading to adverse interactions and preventing complete retrieval, as reported. As such, available information suggests that procedural factors (withdrawal of burst non-ew balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.